Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the pump had a no delivery alarm. The customer reported that her blood glucose remained high for a few weeks. She stated the pump is not working and she doesn't feel safe wearing the device. She stated the screens are not reading properly, the display is different and the pump doesn't alarm like it should. Prior to the call the customer had received several no deliver alarms. She cleared the alarm and the set was primed again. She stated that when she hits the esc button the graph is not scrolling right and she can no longer see her previous blood glucose. She also stated that the pump is beeping for no reason. Current blood glucose was 219mg/dl. Blood glucose have been ranging in the 200 to 400mg/dl. Confirmed that when on the home screen the display is normal. Customer stated the coloring is wrong. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no audio/vibrate anomaly and no missing segment or partial display anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.